Manufacturer narrative:
The pt health history was received and evaluated. It is possible that the pt diabetes is a contributing factor. It can be difficult to control a diet, depending upon the individual's will power.

Event description:
Implant failed, cause unknown, date of occurrence unknown. One person affected.